Manufacturer narrative:
(B)(4).

Event description:
Additional information showed that there was no infection originally but the patient had an allergic reaction to their implantable n eurostimulator (ins).

Event description:
It was reported the patient had an allergic reaction. The stimulator was explanted due to infection or allergic reaction. The reported did not know which one. They believed a culture was done to determine where it was infected. The stimulator was removed and the lead is still in place. It was noted the patient was doing fine and they would like another device implanted.

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.